Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that we were informed by the clinical support manager that a dynamed refill kit (out of label) was used for all refills. The whole content of morphine ampule (43.4ml) was injected in the 40ml pump reservoir (approx 43ml). After refills, the final pump interrogation showed always 40ml (the maximal volume). The transaction logs were analyzed. The volume difference in excess in the reservoir in comparison with the expected value was much bigger than the 3 / 3.5ml linked to the overfilling of the pump. This fact could be explained by an fls offset, or a pump that delivers less than programmed. Transaction log analysis: the provided transaction logs of the pump (B)(4), from (B)(6) 2013 to (B)(6) 2015, were analyzed. Discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls (written on the transaction logs). The pump was programmed at a daily dose of 5200mcg/day on (B)(6). A pump interrogation on (B)(6) indicated a fls measurement of 25.97ml. Thus, 1.10ml was in excess in the reservoir in comparison with the expected value based on the programmed flow rate. The pump was programmed at a daily dose of 7000mcg/day on (B)(6). A pump interrogation on (B)(6) indicated a fls measurement of 13.58ml. Thus, 9.22ml was in excess in the reservoir in comparison with the expected value based on the programmed flow rate. The pump was programmed at a daily dose of 7500mcg/day on (B)(6). A pump interrogation on (B)(6) indicated a fls measurement of 13.04ml. Thus, 9.77ml was in excess in the reservoir in comparison with the expected value based on the programmed flow rate. Conclusion: the complaint was confirmed based on the transaction log analysis. The device history record of product code 91-4201us, lot cmhc3k; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on (B)(6) 2012. The complaint was confirmed based on the transaction logs provided: there are discrepancies between the volume calculated based on the programmed flow rate and the fls measurements. These discrepancies can¿t only be explained by the overfilling of 3 / 3.5ml that occurred at every refill. The discrepancies could be explained by: an fls offset and the pump flowing lower than programmed. The sample was not returned for evaluation; the pump is still implanted as the patient is stable and fine with the therapy. At this time this complaint is considered to be closed. Should additional information be provided, this complaint will be reopened and the product or information will be evaluated. The physician has been informed of these discrepancies and the potential root cause (fls offset or pump under delivering). Based on the fact that the patient is feeling well and benefit from the therapy, the physician decided to wait for the next refill, planned in (B)(6) 2016, to further investigate the issue. The physician has been retrained regarding refill technics by the sales representative. Importance of not overfilling the pump has been mentioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The rest volume in the pump is higher than the calculated volume! After a few days of therapy the refill date is later than shown in the display directly after a refill